Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse )"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches") and alopecia ("hair loss") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, psychological trauma, vaginal infection, migraine, headache, alopecia, weight decreased and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal infection and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: fu 2 & 3 process together,pfs received, event injury was deleted. New events pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, menorrhagia, psych injury, perforation: fallopian tubes, vaginal infection, migraine, headaches, hair loss, weight loss, hormonal changes and plaintiff did not undergo essure confirmation test were added. Patient's date of birth and reporter address were added. Device insertion date updated. On 11-sep-2019: fu 2 & 3 process together. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.